Event description:
It was reported during reprocessing the single use combination cleaning brush was cut off in the scope. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the complaint investigation. Additional information added to the following fields: d9, d10, h2, h6. The device was not returned to olympus for inspection, therefore, the customer's reported issue could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned. However, it is likely the brush broke due to repeated stress that was applied during handling. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.